Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit turned off on its own. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and he was able to verify the reported issue in the iabp¿s activity log. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
N/a.